Event description:
This rn received a phone call from the patient at home reporting that home infusion pump was due to complete at 1430, but still had more than 80 mls of reservoir volume. Patient able to report the continuous rate of 3 ml/hr and the given volume which equaled the total volume on the pharmacy order. Patient also reported that the cassette appeared empty. Instructed patient to remove cadd pump as normal process and when patient returns in 3 weeks, to bring back all supplies. Upon receiving the cadd-legacy plus pump back, the settings were checked. Infusion rate and amount infused were correct, but the reservoir volume read 84.6 ml while the cassette was empty.